Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4)

Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm. The reported issue has been confirmed during evaluation of the provided problem description. The issue was resolved by replacing nozzle unit. No device's logs, service report and parts were returned to factory for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm. The reported issue has been confirmed during evaluation of the provided problem description and service report. The issue was resolved by replacing nozzle unit. No device's logs and parts were returned to factory for further investigation, therefore the root cause for the reported problem could not be determined.